Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2017, the ins had stopped working. The patient had a loss of therapeutic effect. Then, around (B)(6) 2019, the patient had lost so much weight that the ins was now hanging on them. Now, the patient wanted the whole system removed. They were redirected to their doctor to discuss their options. No further complications were reported or anticipated.